Event description:
The user facility reported that two respiratory therapists were working on a pt. One was bagging the pt and the second was drawing a blood sample. The repiratory therapist doing the blood draw went to engage the needle protection. The needle pro allegedly bent sideways and the needle did not engage into the protection. The other respiratory therapist received a needle stick from the contaminated needle.